Manufacturer narrative:
Product ID 7495-51, serial# (B)(4), implanted: 2000 (B)(6), product type extension, product ID 7495-51, serial# (B)(4), implanted: 2000 (B)(6), product type extension, product ID 37754, serial# (B)(4), product type recharger, product ID 37746, serial# (B)(4), product type programmer, patient product ID 3487a, lot# l73305, implanted: 2000 (B)(6), product type lead, product ID 3487a, lot# l73305, implanted: 2000 (B)(6), product type lead. (B)(4).

Manufacturer narrative:
Final analysis of the implantable neurostimulator (ins) found no significant anomaly. The device was functionally okay.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's device was replaced on (B)(6) 2012 because the patient felt a burning or shocking, and discomfort around the device. It was noted that there had been multiple reprograming attempts. The device was replaced and the same pocket was used. It was further noted that the burning occurred when the device was on or off. It was thought that the issue could possibly have been caused by "nerve irritation." The patient reportedly believed that the burning occurred more frequently while standing or walking. It was reported that the patient was in recovery and was doing fine with no burning being felt. Several days later it was reported that the patient's synergy device was replaced with a restore advanced device and that she had been having discomfort around the synergy device whether she was using it or not. It was noted that impedances were fine and that it was attempted to reprogram the electrodes two or three times but could not get the discomfort to stop. It was further reported that the patient would have the discomfort regardless of body position. It was noted that the patient was doing fine and stated that there was no burning or shocking sensation around the device. She also seemed to have better coverage than she had with the synergy device.